Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a visit to emergency room and hospitalized due to hyperglycemia, diabetic ketoacidosis and high blood vs sensor glucose differences on (B)(6) 2021. The customer¿s blood glucose level was 480 mg/dl at time of incident. Customer stated other blood glucose value was 497 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip. The customer stated that the symptoms related to high blood glucose such as headache, pain and vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The insulin delivery was not suspended due to blood glucose and sensor glucose differences. The device will not be returned for analysis.